Event description:
(B)(4). Been implant since 2013. Have constant migraines, lower back pain, abdominal pain, hair loss, hot flashes were makes my skin feel like it's pins and needles, heavy periods, shakes, even nausea at times with dizzy spells...